Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl. The customer reported that when they tried to screw reservoir in but it was hard to and they noticed there was a rubber inside that was split in half. Troubleshooting was performed for damage and found that the reservoir was not locking in place. The customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.